Event description:
A customer reported to baxter corporate product surveillance an unknown administration set in which a leak was observed. The report stated that the tubing was connected to a sigma infusion pump and attached to a patient. The night nurse noticed a puddle on the floor during her rounds. After checking the administration set, she noticed a crack downstream of the pump on an unknown rigid component of the set. The antibiotic being administered was penicillin. There were no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a u.s. 510k number. A batch review could not be completed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.